Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that visual inspection found the drive shaft lug stuck behind the retraction stop, and this indicated that the helix exceeded specification the number of turns during helix retraction. Tissue was also obsrved on helix.. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during surgery. It was noted that the helix would not extend. Upon removal of the lead, there was tissue stuck in the helix which prevented movement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.